Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that on (B)(6) 2017 they had a low blood glucose of 40 mg/dl. They treated the low blood glucose with candy. She ate and their blood glucose went up to 415 mg/dl. They treated the high blood glucose with the insulin pump. They took a bolus every hour. They changed the infusion set twice. Their blood glucose had gone down to 90 mg/dl. Troubleshooting was performed on the insulin pump. They did not have a bent cannula. The insulin pump passed the basic occlusion test. However, because the customer believed that the device was over delivering and under delivering insulin, the device was replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and displacement accuracy test. No under delivery bolus anomaly noted. Insulin pump had minor scratched display window.